Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2016-00260. Reference MFR. Report# 1627487-2016-00261.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2016-00260, reference MFR. Report# 1627487-2016-00261. Further follow up received identified the lead ( model # 3288 ) was explanted and replaced on (B)(6) 2016 along with ipg (reference MFR. Report # 1627487-2015-23741) which resolved the issue. Reportedly, the patient has effective stimulation postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2016-00260. Reference MFR. Report# 1627487-2016-00261. It was reported the patient experienced ineffective stimulation. System diagnostics determined high impedances on the lead. A sjm representative tried reprogramming to no avail. Surgical intervention may be taken at a later date to address the issue. It is unknown which lead is related to the issue. Therefore all the possible devices are being reported. Date of implant, manufacture date and expiration date are unknown at this time.